Manufacturer narrative:
(B)(4). Batch # 651a51. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What color cartridge was used? Was the device used on the mesoappendix or appendicular base? Was the device difficult to close? Difficult to fire? Were there any unusual sounds heard? Could more information be provided regarding the shape of the malformed staple? Where exactly was the appendicle stump transected? Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with the articulation mechanism damaged as the device was received in a straight position with the articulation lever articulated to the left side. In addition, a reload was received loaded on the device, and fully fired. No functional test was performed due to the condition of the device. The device was disassembled to verify the condition of the internal components, the articulation gear teeth, and the articulation rack teeth were found damaged. This condition does not allow proper staple formation. The event reported was confirmed and it is related to improper use of the device. It is possible that the device was articulated beyond its articulation stop, which resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy procedure that the device transected the tissue and deployed staples, but the staples were malformed. Procedure was converted to open but unknown as to how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 8/11/2022. Additional information: . The device was sent to cincinnati for additional evaluation. Upon arrival in the cincinnati pi lab, there is no evidence of misassembly. Articulating gear has damage on the specific gear teeth that would be engaged with the articulation racks when the device is articulated fully to the left. The mating area of the articulating rack teeth shows signs of damage in the area that would engage with the articulation gear when the device is articulated fully to the left. It cannot be determined how the end of the device became straight while the articulating lever remained fully in the left position. The mechanism shows evidence of being overstressed while in the fully left articulation position. This could potentially happen if the user tried to ¿overarticulate¿ the device, or if the user forced the end effector back to straight while constraining the articulating lever.